Event description:
It was reported that customer needed assistance programming the pump. Customer's blood glucose level was 421 mg/dl. Customer treated with the pump. Customer was assisted with programming the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.